Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported mild hyperemia and anterior chamber cells were observed on the seventh postoperative week. There was no bacterium inspection performed. The symptoms resolved after the initial medical treatment. Exacerbation of symptoms after improvement. The observation of the clinical findings were documented as prolonged.

Event description:
An ophthalmologist reported a patient developed aseptic endophthalmitis following an intraocular lens (iol) implant procedure. Additional information was provided, which indicates that approximately three weeks postoperative, the patient developed hyperemia, experienced myodesopia and a few cells were confirmed. Antibiotics and anti-inflammatory treatment was installed. Four days later the cells disappeared from the anterior and the hyperemia improved. Three weeks later a few cells were confirmed in the anterior. The patient is recovering.

Manufacturer narrative:
Additional information: alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).